Event description:
Pt experienced syncope and seizures and cardiac asystole. Cxr revealed fractured lead. Lead insulation worn away. New pacing system implanted. Old pocket revised and old generator removed. Original implant 1996.